Manufacturer narrative:
The troponin t gen 5 stat reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The qc was acceptable. The field service engineer (fse) checked the analyzer and found no cause for the event, but discovered that the sample disk had broken tabs. He replaced the sample disk and checked the sample, reagent, and sipper probe adjustments, the pressure sensor, and the sipper voltage. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t gen 5 stat assay on a cobas e 411 analyzer (disk system). Sample 1: initial result: 9.7 ng/l. Repeat result: 18.4 ng/l. Sample 2: initial result: 15.8 ng/l. Repeat results: 65.1 ng/l and 64.7 ng/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The visual check of the samples showed no abnormalities. A general reagent or analyzer problem can be excluded since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.